Event description:
Acct. Reports that the issue is the male adapter on the extension set. States that when they connect the adpater to the IV catheter, they leak at the connection. States he thinks it looks like there is a "cut" in the adapter so that when it is attached to the IV catheter it doesn't fit snugly. No pt. Injury reported. Nursing invervention is to change the set.